Manufacturer narrative:
This event occurred on and unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set was leaking. This event was discovered during patient infusion of etoposide chemotherapy medication. After approximately 53 minutes of an hour-long infusion, the nurse noticed that the tubing was wet around the filter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.